Event description:
It was reported that the user experienced hypoglycemia after recent eye surgery and a suspected medication-related adverse event, and sought confirmation that low glucose alerts occurred; device history confirmed that low glucose alerts were generated. Symptoms included hypoglycemia with a reported nadir below 40 mg/dl without loss of consciousness or other acute complications. Outcomes included self-management using oral glucose in the form of glucose tablets and fruit snacks, with no professional medical intervention or hospitalization. Investigation included a review of device alert history and user-reported event details with troubleshooting and education completed. Investigation of this case revealed that the device provided low glucose alerts as designed, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.